Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had triggered an alert for "possible high voltage lead issue". The alert was triggered on (B)(6) 2016. There were 2 detections of high voltage lead issue and 0 successful shocks in programmed configuration. Lead change out was suggested. The lead had capture issue and therefore was capped and replaced on (B)(6)2017. Patient was stable.